Event description:
The thermogard hq console sn (B)(6) displayed a "pump failure error" message during the preventative maintenance work that the customer biomed engineer was performing. No patient involvement.

Manufacturer narrative:
Zoll has not received the thermogard hq console sn (B)(6) for investigation. A follow-up report will be submitted if and when the product is returned, and the investigation has been completed.